Event description:
It was reported the procedure was being performed in the emergency department. Upon inspection of the dilator, it was observed that the catheter, dilator, and sheath did not line up appropriately. The device was forced into use without a smooth transition. There was a delay in treatment and no patient death or complications reported. Insertion site was external jugular. There was no vessel damage reported, just a different insertion.

Manufacturer narrative:
(B)(4). The device will not be returned.